Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the cup impaction bolt ((B)(4)) became stuck inside tritanium cluster cup ((B)(4) lot 48353101) during acetabular implantation. Neither surgeon nor training registrar could remove the bolt from the cup with removal handles. The tritanium cup and bolt were discarded and a trident psl cup ( (B)(4) lot 35169101) was substituted with a standard trident impaction handle with a satisfactory result reported by the surgeon. It was noted that the impaction bolt was removed from the tritanium cup post case by the stryker territory manager.

Manufacturer narrative:
An event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was confirmed as the devices were returned disassembled. . Method & results: device evaluation and results: the cup impactor bolt and shell were returned disassembled. There were no signs of remarkable wear or damage observed. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event was not confirmed as the devices were returned disassembled. Based on the event description it has been confirmed that this event is within the scope of CAPA for exceeded complaint rate for da impactor bolt (p/n 1440-2011) disassembling from cup.

Event description:
It was reported that the cup impaction bolt (1410-2011) became stuck inside tritanium cluster cup (542-11-56f lot 48353101) during acetabular implantation. Neither surgeon nor training registrar could remove the bolt from the cup with removal handles. The tritanium cup and bolt were discarded and a trident psl cup (542-11-56f lot 35169101) was substituted with a standard trident impaction handle with a satisfactory result reported by the surgeon. It was noted that the impaction bolt was removed from the tritanium cup post case by the stryker territory manager.